Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 3 tubes had tube molding defects which caused caps to fall off and 6 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 5 photos and 1 video for investigation. The photos and video were reviewed and underfilled tubes and a tube molding defect were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and molding defect. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 3 tubes had tube molding defects which caused caps to fall off and 6 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.